Event description:
It was reported the patient was experiencing discomfort at his ipg site. The patient underwent revision surgery on (B)(6) 2011 where his ipg was relocated.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.